Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced infusion set cannula kinked event on (B)(6) 2024 after 3 hours of insertion. Insertion site was abdomen. Patient regularly rotate site location. Patient confirm the introducer needle was ahead of the cannula prior to insertion. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h11: investigation summary: the complaint pr. (B)(4) has been evaluated. The batch 6005583 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction guidance for visual testing for complaints area version 1 and work instruction guidance for functional testing for complaints area version 1 for the code "soft cannula found kinked upon removal from infusion site." Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. The following test was performed: visual test according to work instruction version 1 on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to work instruction version 1 on reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: the lot 6005583 was manufactured according to the work instruction version 111 manufactured in the linea 1, on 22/feb/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. A query was run in trackwise against malfunction code "soft cannula found kinked upon removal from infusion site." And lot 6005583 and other one complaint has been registered in trackwise since the last 12 months. Conclusion summary of the related event: as a result of the following: harm no reportable, no defect on tests, no non-conformance (nc) raised during production, other one complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post marketing surveillance (pms) product trends and malfunction according to the on market quality review (mqr) procedure.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The reference samples for the lot 6005583 have already been previously tested in the (B)(4) on 04/feb/2025. The reference samples were visual inspected and tested. All test results were within specifications as per the test report database (B)(4) complaint test report. According to additional tests for the reference samples were documented for the soft cannula found kinked upon removal from infusion site, under section 06.45. The visual inspection and flow test were found within specifications. Device history record (DHR) review: the lot 6005583 was manufactured according to the work instruction (wi) version 111 manufactured in the line 1, on 22/feb/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 03/apr/2025 against malfunction code soft cannula found kinked upon removal from infusion site and lot 6005583 and other 1 complaints have been registered in database for the same lot 6005583 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm reported, no non-conformance (nc) raised during production, 1 other complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.